Event description:
05/27/93 open reduction internal fixation of very complex peritrochanteric fracture of the left hip. History: riding on a collapsible bicycle, bicycle fell apart. Left hip and femur were hurt very badly, patient was unable to walk. 8/23/93 received call from patient (who is now at home in vermont), who stated that the rod in the left leg had broken; he was walking with a cane. Patient was seen at hospital and x-rays sent to another hospital for information.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.